Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 using cool advantage petite applicator to the upper thighs (banana roll - under area of the buttocks) and may have developed paradoxical hyperplasia (pah/ph) twelve months after treatment. Date of doctor diagnosis per cef is (B)(6) 2023.

Event description:
Allergan aesthetics received a report that a patient was treated on (B)(6) 2022 and (B)(6) 2022 with coolsculpting elite to the banana roll area using a curve 120 applicator, and on (B)(6) 2022 with coolsculpting elite to the banana roll area using a c80 applicator. Following treatment, the area developed fibrous fatty tissue with an increase in size. On (B)(6) 2023, the patient was diagnosed with paradoxical hyperplasia to the banana roll area.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/15/2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral banana rolls on (B)(6) 2022 using the elite cooladvantage curve 80 and curve 120 system applicator(s), who developed paradoxical hyperplasia (ph) after treatment.